Manufacturer narrative:
Results code: the lot number has been requested but remains unknown, therefore a review of the manufacturing records for the device could not be conducted. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2016 a patient was treated for an unknown pathology with a gore® excluder® aaa endoprosthesis. On (B)(6) 2017 follow-up imaging taken for comparison due to sac growth showed an endoleak of unknown origin.

Event description:
On (B)(6) 2016 a patient was treated for an unknown pathology with a gore® excluder® aaa endoprosthesis. On (B)(6) 2017 follow-up imaging taken for comparison due to sac growth showed an endoleak of unknown origin. The sac growth was reportedly minimal so the physician elected to monitor the patient over a 6 month period. The event is ongoing.